Event description:
It was reported an undefined malfunction alarm occurred. Blood glucose level was reported as 16 mg/dl, which is within the normal range of 54-500 mg/dl. Customer was advised by technical support to switch to a backup insulin pump and received instructions on storing and returning the defective pump. A replacement pump was arranged for shipment to the customer.